Manufacturer narrative:
There is no alleged failure of this device. The mesh was explanted as a precautionary measure during an unrelated procedure, because it was determined that the device was part of the recalled mesh.

Event description:
The patient was brought in for a bowel stricture and the mesh was noticed during the procedure. After the user facility confirmed that this device was part of the davol mesh recall. They explanted the mesh.